Event description:
It was reported a patient experienced a break in aseptic technique and acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The patient's shirt got wet and contaminated the catheter. The patient was hospitalized for 8 days. Treatment was not reported. The patient was recovering from the event of peritonitis. Additional information is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.